Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015).the patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 10pm in the evening, when back to back readings of ¿70 and 23mg/dl¿ were obtained using the subject device within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes using an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿felt like passing out¿ approximately 5-10 minutes after the alleged issue began. The patient reported self-treating by consuming additional food and drink on (B)(6) 2015 at approximately 10pm in response to the reported issue. At the time of troubleshooting, the csr noted that the correct testing procedure was being used and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.